Event description:
Information received by medtronic indicated that, at the end of a cryoablation procedure on (B)(6) 2013, ECG st-depression was recognized; blood pressure dropped and patient needed to be resuscitated. Angiography of the coronary arteries showed occlusion of the left main coronary artery. Physician performed a percutaneous coronary intervention and blood flow in the artery was recognized. Patient was not in a stable condition and was transferred to the ICU for monitoring. On (B)(6) 2014, the patient was transferred from the ICU to the normal ward in the hospital. The patient is in a stable cardiac and neurologic condition. Information received (B)(4) 2014 indicates that the physician believes that the patient had artery spasm/vasospasm.

Manufacturer narrative:
The returned device was analyzed and passed the inspection as per specification. Visual inspection showed that the sheath was intact with no apparent issues. Deflection functionality was within specification and the hemostatic valve was leak tight.

Event description:
Information received by medtronic indicated that, at the end of a cryoablation procedure on (B)(6) 2013, ECG st-depression was recognized; blood pressure dropped and patient needed to be resuscitated. Angiography of the coronary arteries showed occlusion of the left main coronary artery. Physician performed a percutaneous coronary intervention (pci) and blood flow in the artery was recognized. Patient was not in a stable condition and was transferred to the ICU for monitoring. On (B)(6) 2014, the patient was transferred from the ICU to the normal ward in the hospital. The patient is in a stable cardiac and neurologic condition. Additional information from was received (B)(6) 2014: during cryoablation of the pulmonary veins (last vein of four at the end of procedure), sudden drop of blood pressure. Exclusion of pericardial effusion with tee. Reanimation followed due to cardiac arrest (acrotic electrical activity). ECG showed at this point of time signs of occlusion of main stem of the coronary arteries. Immediately following angiography showed a severe spasm of the left main coronary artery. After pci of ramus interventricularis anterior and ramus circumflexus (2 times) and injection of nitroglycerin in the coronary arteries the spasm resolved. The right coronary artery showed also a mild spasm, also resolved with injection of nitroglycerin. After perfusion of the coronary arteries was reached, ventricular fibrillation occurred, which could be terminated after bolus injection of amiodaron. Afterwards still instable hemodynamic condition with ¿stunning¿ of the whole myocardium. Then ecls (extracorporal life supporting system) was positioned and patient was transferred to ICU. With support of ecls completely recovery of the cardiac function and ecls consecutively could be removed. Discharge of the patient without neurological deficit and with normal cardiac function without dysfunction of the myocardial wall of the heart.